Event description:
It was reported that there was a loss of therapeutic effect. The patient was not feeling stimulation and he was urinating like every hour or less and the thing was not working. This was happening for like 2 months before report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that he was still having concerns regarding his device or therapy but was working with his doctor or manufacturer representative. He had appointments on 2015 (B)(6) 2015 (B)(6), and 2015 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0k32y, implanted: (B)(6) 2014, product type: lead. (B)(4).